Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence, as the device was no longer functional; which led to an in-clinic evaluation. It was decided to replace as a lack of urethral coaptation was found through cystoscopy. During surgery, the entire device was removed and replaced; a hole with fluid leak was noted in the tubing that goes to the pressure regulating balloon. There were no patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence, as the device was no longer functional; which led to an in-clinic evaluation. It was decided to replace as a lack of urethral coaptation was found through cystoscopy. During surgery, the entire device was removed and replaced; a hole with fluid leak was noted in the tubing that goes to the pressure regulating balloon. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this aus underwent a thorough analysis. The balloon and pump components were visually inspected, microscopically examined, leak and functionally tested. The pump passed all tests performance. It was noted that its tubing had wear; however, it did not affect device performance. The balloon had no damage nor leaks; however, it did not pass the functional test as it performed out of specification. Product analysis was unable to confirm the reported clinical allegation of tube hole with fluid leak, but it did confirm a pump anomaly that is likely to have affected device functionality.